Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 592 mg/dl, and a large ketone level identified as dangerous. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Customer indicated issue was resolved and no permanent damage was sustained. Tandem technical support made multiple follow up attempts to obtain release date; however no response received.